Manufacturer narrative:
Batch review performed on 24 september 2018; lot 172585: (B)(4) items manufactured and released on 24 february 2014. Expiration date: 2019-01-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Information received on aug 28, 2018: the patient came in complaining of instability 1 year and 6 months after primary. The surgeon plans to revise the patient on (B)(6) 2018. More information to follow the case. Update (B)(6) 2018 : the liner was revised. The liner implanted during the revision is 02.12.0120fl sphere insert flex left 20mm s1 154729. The surgery was completed successfully.